Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported cmf fixation screws became loose from patient's bone nine months after implant due to loss of osseointegration after patient used therabite device. Screws were intact and undamaged at explant.